Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional percutaneous coronary procedure. Reportedly, when removing the proglide plunger after deployment, the suture could not be pulled taut and the suture came out of the anatomy. The proglide device was removed, and manual arterial compression was applied to achieve hemostasis. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure.